Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5370 showed twenty other similar product complaint(s) from this lot number.

Event description:
It was reported "leaking issues with the purple hub between the hub and connector of the PICC. They also tried changing the connector with no resolve and the PICC had to be replaced." No other information.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leakage at the purple luer adapter was inconclusive due to the nature of the returned sample. The product returned for evaluation was one photograph which depicted a 5fr d/l powerpicc catheter. Usage residues were visible throughout the sample. Needleless injection caps were attached to both luer adapters. No catheter damage is evident in the photograph. No damage was evident in the photograph; however, the implicated device could not be thoroughly examined, nor functionally assessed. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of refx5564 showed thirty other similar product complaint(s) from this lot number.

Event description:
It was reported "leaking issues with the purple hub between the hub and connector of the PICC. They also tried changing the connector with no resolve and the PICC had to be replaced." No other information.